Event description:
A customer reported that the cartridge did not fit properly on their insulin pump, leading to an elevated blood glucose level with the pump displaying "high". The customer went to the hospital for treatment, where they received saline and insulin intravenously, and there was no injury or presence of ketones. Cts identified a missing o-ring on the cartridge as the issue but could not assist further due to it being a past incident. Eventually, the customer successfully loaded a new cartridge and resumed normal insulin use, with the treatment at the hospital resolving the high blood glucose level. There was no permanent damage reported from the incident.